Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer tubing was kinked/buckled, the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the tip seal was observed to be out of position and the lead appeared damaged at implant.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant the physician had a difficult time deploying the helix. The lead was pulled out of the patient and the helix was assessed. Despite many turns the helix did not deploy and then it just "popped" out. The lead was not used and a new lead was placed. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant the physician had a difficult time deploying the helix. The lead was pulled out of the patient and the helix was assessed. Despite many turns the helix did not deploy and then it just "popped" out. The lead was not used and a new lead was placed. No patient complications have been reported as a result of this event.